Event description:
It was reported that the user disconnected from the ilet bionic pancreas infusion set for several days due to unavailable sensors, developed severe hyperglycemia, and was treated in the emergency department with IV fluids and subcutaneous insulin before reconnecting to therapy; constipation was reported but attributed by the user to other conditions, and the implicated component was the cannula with a user handling issue of not reconnecting the infusion set after disconnecting. Symptoms included hyperglycemia. Outcomes included serious illness/impairment requiring medical intervention. Investigation included communication and interviews with the user and analysis of information provided by the user or third parties. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.